Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose was 238 mg/dl. Reportedly, the cartridge and infusion set was changed to address the issue.